Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a follow-up in clinic. The right atrial lead exhibited noise with four inappropriate automatic mode switch episodes. Isometric exercises were performed with no noise noted. There were no patient consequences and the patient would continue to be monitored.